Event description:
It was reported that the nebulizer does not allow the customer to use all of her medicine. It leaves 1/4 medicine left and a loud noise begins.

Manufacturer narrative:
It was reported that the nebulizer does not allow the customer to use all of her medicine. It leaves 1/4 medicine left and a loud noise begins. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.